Event description:
Pt violated alarms in nibp, spo2. No alarms were sounded, nor displayed, at the bedside. The user had defined an admit key with alarms off after saving the admit key. When reselecting the admit key, all alarms will be off without any indication to this effect on the display screen.